Event description:
The patient stated that her device had "fallen to her hip bone". The pump pocket was surgically revised because the pump had migrated down toward the patient's pelvic bone. During the revision, the entire catheter was found to be in the pump pocket. Because the patient was not consented to have a catheter revision, they went back in the next day and inserted a new catheter. The patient's dose was adjusted and the patient was doing well. The medication being delivered via the pump was not reported.

Manufacturer narrative:
Catheter.